Manufacturer narrative:
(B)(4). Catalog #/serial #: correction: "stk-gf-108, (B)(4)".

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot, even with a known good battery. The receiver log download and functional testing were unable to be performed. The receiver case was opened and the internal inspection passed. A defective u5 was found during troubleshooting. Confirmation of the reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.